Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified the insulation from the thoracic grasper instrument stripped off as a result of an out of round cannula. The reporter indicated nothing fell in a patient. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the black tube insulation was damaged at the distal end. The insulation was gouged on one side and has a 0.115 x 0.060 piece was missing roughly 0.650 above the instrument's snake wrist. Site also returned a couple 5mm cannulas exhibiting damage which may have contributed to tube insulation damage (refer to MFR report 's 2955842-2013-01258 and 2955842-2013-01259. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.